Event description:
It was reported that due to a tear the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The old cuff was explanted and a new 3.5 cm cuff was implanted. Should additional information be received a supplemental report will be submitted. It was further reported that this patient had his fluid loss in the cuff and the fluid loss occurred 2 weeks ahead of this surgery. The patient is now doing well.

Manufacturer narrative:
Returned product consisted of an ams800 occlusive cuff. The ams800 occlusive cuff was visually and microscopically inspected and functionally tested. There was a leak in the cuff that was the result of wear and fatigue at a fold in the cuff. Inspection of the remainder of the device presented no other damage or irregularities. The reported fluid leak was confirmed. Correction updated to include device analysis. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a tear the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The old cuff was explanted and a new 3.5 cm cuff was implanted. Should additional information be received a supplemental report will be submitted. It was further reported that this patient had his fluid loss in the cuff and the fluid loss occurred 2 weeks ahead of this surgery. The patient is now doing well.